Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 566 (mg/dl) and small ketones. The pump temp rate was adjusted, an injection was delivered and the infusion site was changed to address bg levels. Troubleshooting with tandem technical support was declined.